Event description:
While using a byte night aligner, a patient experienced class ii mobility on teeth # 22-27. Patient requires soft tissue grafting from a periodontist. Recommended orthodontist to finish orthodontic treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.